Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacemaker dependent patient presented to the hospital after receiving inappropriate hv therapy due to oversensing of noise. Noise was not reproducible with isometrics. Lead was capped and replaced.